Manufacturer narrative:
Correction: e1 - the reporter's name should have been (B)(6) rather than (B)(6). The reporter establishment name should have been (B)(6) hospital center rather than (B)(6) hospital. The reporter phone number should have been (B)(6) rather than (B)(6). The reporter city should have been (B)(6) rather than (B)(6). The reporter address should have been (B)(6) rather than (B)(6). The reporter zip code should have been (B)(6) rather than (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. Additionally, the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention may be undertaken to address the issue.